Event description:
Post-op c-section, pt returned to surgery two days after delivery. Pt developed skin irritation/rash exactly where the adhesive of the transverse drape contacted the skin across the abdomen. Steroid creams were required to treat the affected area.

Manufacturer narrative:
The tape used for the drape is a double-coated tape with a pressure sensitive acrylate based adhesive, no natural rubber is present. During the product development phase, all materials used for the tape were evaluated for biocompatibility. The testing was performed in accordance with international standard is010993 biological eval of medical devices. Only materials that successfully complete these tasks can be commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. The tests can not guarantee that a particular item will be compatible with all users. We will continue to monitor for complaints of this nature.